Event description:
Biomed representative stated that a respiratory therapist (rt) has reported bellavista1000 us having peep issues triggering too high or too low. Showing patient doing peep of 0 and dramatically showing patient doing >15 peep. Furthermore, there was no information for patient involvement associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Vyaire requested customer to send any other log for evaluation. Therefore, root cause has not been determined yet.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was unable to established the exact root cause as the issue is no longer reproducible. Most likely the initially reported peep too high / low alarms were caused by an issue with the exhalation valve and not due to a defective inspiration block. As a resolution, shipped part request to customer.